Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the sticker did not come out in step 4. A new device was sent out, but it also had the same problem, so it was finally fixed with a clamp. Loaded correctly. Procedure followed. Seal remained in tube so not opened. No bleeding. No significant delay. Heartstring not available so clamp used.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected section: h1, h6 (clinical code and health impact code). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000465676 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the sticker did not come out in step 4. A new device was sent out, but it also had the same problem, so it was finally fixed with a clamp. Loaded correctly. Procedure followed. Seal remained in tube so not opened. No bleeding. No significant delay. Heartstring not available so clamp used. The procedure was completed without incident and there were no adverse effects on the patient.